Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal inguinal hernia repair, on insertion of the camera, the seal disengaged, the trocar lost a silicon seal type washer which fell into the abdominal cavity. It was found and removed immediately. They opened a new device to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one spcemaker pro blunt tip trocar with round dissection balloon. The visual inspection of the returned product noted the valve seal was disengaged. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. A review of the device history records for the trocar indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seal was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.